Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 2.3mmol/l without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) reviewed the pump and the basal delivery totals in total daily dose do not match active basal program total. The basal history matches the active basal program settings. This report is being made due to the history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: review of the pump history shows the pump was manually suspended on 02/26/2015 09:42 and manually resumed at 02/26/2015 13:15. On 02/25/2015 18:57 pump was manually suspended and manually resumed at 02/25/2015 19:39. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and total daily dose showed 24.0u. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.